Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Inflammatory reaction (knee joint) [arthritis]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding an(B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for hypertension. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g f 20) injection, 2 ml, in an unspecified location. The synvisc lot number was not provided. It was reported that one to two hours after receiving the synvisc injection, fluid started piling up in the pt's knee and she experienced joint fluid retention. On (B)(6) 2012, the pt visited the clinic with inflammatory reaction and 43 cc of yellow opacified joint fluid was aspirated. On the same day, intra-articular lavage was performed with saline 20cc. On (B)(6) 2012, the pt recovered from the event of joint fluid retention. The action taken with synvisc treatment was not provided. The outcome for the event of inflammatory reaction (knee joint) was not provided. Relevant concomitant medications reported include pravastatin sodium, candesartan cilexetil_amlodipine besilate combined drug, senna leaf-senna pod (senna alexandrina leaf), zolpidem tartrate and famotidine. The intensity for the events of inflammatory reaction (knee joint) and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as definite. The relationship between synvisc and the event of inflammatory reaction (knee joint) was not provided by the reporting physician.